Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. A pharmacy replaced the test strips for the customer. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab received the returned reagent outside the original container, in a bag. Testing was not possible.